Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed overestimation on the programmer. No changes or intervention were reported. The patient condition was stable.